Manufacturer narrative:
There was no patient involvement. (B)(6). A photograph was received confirming the reported issue. Livanova was made aware that the metal shard is available for return and it has been requested. However, the device has not yet been returned. A supplier quality notification has been issued to the original manufacturer of the stainless steel coil to further investigate this type of issue. A review of the DHR did not identify any deviations, non-conformities or material scrap/requests relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova received a report that a metal flake originating from the stainless steel coil was observed in the tubing of the custom perfusion tubing set during priming. A cardioplegia line assembly was pulled from another pack to begin the procedure. There was no patient involvement.

Manufacturer narrative:
Device was returned to livanova on september 12, 2018. The cardioplegia line containing the stainless steel coil and drip chamber was returned to livanova for further evaluation. The metal flake was found lodged in the reverse drip chamber, confirming the reported issue. The metal flake was determined to have come out of the stainless steel heat exchange coil during the priming process. This coil is supplied to livanova by an outside supplier. A supplier quality notification was initiated to investigate this issue. Investigation connected with this event verified that, while the metal flake was determined to have come out of the coil during the procedure, it did not originate from the coil itself and is believed to have been deposited during one of the manufacturing processes. The root cause of this failure has been determined to be due to a defect in the supplier's manufacturing process. Livanova has implemented a change order to run air through all coils received to ensure that they are free of any debris prior to consumption into a perfusion pack. Additionally, livanova has initiated a CAPA to investigate this issue further.